Event description:
It was reported that the patient experienced tethering of their deep brain stimulation (dbs) leads, extensions, and connectors. This caused discomfort to the patient's left side of their head and neck as well as affected his sleep and quality of life. The patient was hospitalized for a day and underwent a revision procedure where the devices were untethered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7087176; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7095143; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7094307.